Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient sustained an impact to the head and reported no auditory response. Results of an integrity test were attempted (B) (6), 2010 but no output was obtainable. Explant and reimplantation is planned, but had not taken place at the time of this report.